Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿replace backup battery¿ message appearing on the monitor was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the event. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller and backup battery were exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿replace backup battery¿ message appearing on the monitor was not confirmed; however, damage to the 11-volt backup battery that could have caused the alarm to occur was confirmed. The returned 11-volt backup battery (serial number (B)(6)) was observed to have a bent pin upon arrival which impacted its connection to the system controller. The battery was found to fully perform as intended after the pin was straightened. The root cause of the reported event was determined to have been one of the backup battery¿s pins being bent; however, the root cause of the damage to the battery was unable to be conclusively determined. The serial number of the system controller was not provided. The backup battery, serial number (B)(6), was observed to pass all initial manufacturing testing per the greatbatch manufacturing test datasheet. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) instructs users to not use backup batteries that appear damaged. This section also describes the backup battery installation process. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a "replace backup battery" alarm occurred during system controller setup in the operating room. The emergency backup battery (ebb) was reseated but the alarm remained. A new system controller and ebb were opened and set up successfully.